Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when the device was turned on, the message "cannot locate mpm application.exe" appeared. The device was in use on a patient at the time of the event, however it was reported no patient or user health consequences or impact occurred.